Event description:
During an incident in 2001 involving a female pt who had been unresponsive but was responsive and awake when the bls crew arrived, this defibrillator was being used with minitoring pads and it shut down with no audio screen prompts after approc 5 minutes. Nsr was present on the screen. The crew changed the battery and powered the unit back on but the unit again shut down after 5 minutes. The pt was transported by als to a hosp.